Event description:
A healthcare facility in (B) (6) reported via a distributor that the water overflowed in mr290v humidification chamber, because the float did not work properly. This event occurred before patient use. No patient consequence was reported.

Manufacturer narrative:
(B) (4). Method: the returned mr290v humidification chamber was visually inspected and mechanically tested for damage. Results: when the chamber was inverted, the primary and secondary floats remained pressed against the aluminium base. Inspection revealed damage to the base of the chamber. This damage to the base was consistent with a known failure mode. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the mr290 instructions for use indicates, the correct water level, and advises the users to replace the chamber should the water exceed the limit line. (B) (4).